Event description:
While walking, his foot turned "inward." It was painful for him to walk. He went to an ER and was diagnosed with a fractured fibula. He wore a soft cast then a cast/boot for 3 weeks. Reports lingering pain and ankle weakness.